Event description:
During the procedure the hypotube kinked resulting in deflating the occlusion balloon when required. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the particulate from the vessel. The physician removed the aspiration and during the removal the hypotube kinked. The physician attempted to deflate the occlusion balloon and it would not deflate. The physician used the method referenced in the instruction for use and cut the hypotube and the occlusion balloon deflated. The pt is reported to be fine.